Event description:
The customer reported the subject device exhibited a flow issue during the endoscope disinfection cycle. The wash cycle stopped. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the nozzle was clogged with stringy deposits (foreign material). This report is being submitted for the foreign material. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, service confirmed there was no air/water flow due to the clogged nozzle. The foreign material could not be identified or removed. In addition, service found the adhesive on the bending section cover was detached, the plastic distal end cover was scratched, the bending section cover braids were deteriorated, the switch button #1 rubber was worn, the seat holder unit of the electrical connector was damaged, and the biopsy channel was worn. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to foreign material from insufficient or incorrect reprocessing of the scope. The following information is stated in the instructions for use (IFU): ¿operation manual_ preparation and inspection inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities¿ ¿operation manual_ inspection of the endoscopic system - inspection of the air-feeding function - inspection of the objective lens cleaning function¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received regarding the customer's reported issue.

Event description:
Additional information was received regarding the customer's reported issue (the subject device exhibited a flow issue during the endoscope disinfection cycle): the reported issue occurred after the intended procedure. No piece of the equipment fell into the patient. There were no complications to the patient due to the reported issue.